Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within a stricture, 7 cm in length from the sigmoid colon to the distal descending colon, on (B)(6), 2011 during a colonoscopy procedure with stent placement. According to the complainant, the patient's anatomy was not tortuous. During the procedure, the stent was fully deployed within the patient's colon. Clinical follow up confirmed that the stent had fully expanded and there were no visible issues with the device. Subsequently, as the physician removed the delivery catheter and guidewire from the patient, it was noted that "something got hung up on the stent" and the stent was inadvertently removed with the guidewire and catheter. There was no damage to the stent as a result of its removal from the patient. The procedure was unable to be completed as the physician did not have another wallflex enteral colonic stent of the same length. Reportedly, in addition to the difficulties encountered in removing the delivery catheter from the patient, the physician noted that the patient had a colonic perforation at the splenic flexure. In the physician's assessment, the stent is in no way related to the perforation as "the colon wall was very thin at the cecum due to distension from impaction and the perforation would have most likely occurred regardless of the complication with the stent." The patient was scheduled for surgery to treat the perforation on (B)(6), 2011. Furthermore, the patient was scheduled for another colonoscopy procedure with stent placement on (B)(6), 2011. There were no patient complications as a result of the event. The patient's condition post colonoscopy was reported to be "fine".

Manufacturer narrative:
(B)(4) - the reported issue of catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within a stricture, 7 cm in length from the sigmoid colon to the distal descending colon, on (B)(6), 2011 during a colonoscopy procedure with stent placement. According to the complainant, the patient's anatomy was not tortuous. During the procedure, the stent was fully deployed within the patient's colon. Clinical follow up confirmed that the stent had fully expanded and there were no visible issues with the device. Subsequently, as the physician removed the delivery catheter and guidewire from the patient, it was noted that "something got hung up on the stent" and the stent was inadvertently removed with the guidewire and catheter. There was no damage to the stent as a result of its removal from the patient. The procedure was unable to be completed as the physician did not have another wallflex enteral colonic stent of the same length. Reportedly, in addition to the difficulties encountered in removing the delivery catheter from the patient, the physician noted that the patient had a colonic perforation at the splenic flexure. In the physician's assessment, the stent is in no way related to the perforation as "the colon wall was very thin at the cecum due to distension from impaction and the perforation would have most likely occurred regardless of the complication with the stent." The patient was scheduled for surgery to treat the perforation on (B)(6) 2011. Furthermore, the patient was scheduled for another colonoscopy procedure with stent placement on (B)(6), 2011. There were no patient complications as a result of the event. The patient's condition post colonoscopy was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had been returned. No issues were noted with the profile of the stent; however, tissue/dried blood were present on the flared end of the stent. The outer sheath was kinked at 72 mm and 160 mm proximal to the distal end of the outer sheath. During functional analysis, the outer sheath was retracted and it was noted that the inner shaft was kinked at 83 mm proximal to the distal tip and also just proximal to the stent holder. No other issues were noted with the device. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.